Event description:
On (B)(6) 2022, a patient in spain underwent a procedure for the placement of percutaneous endoscopic gastrostomy (peg) tube with jejunal (peg-j) tube. On an unknown date, the patient experienced yellow, green and brown stoma site discharge with a granuloma, and an absence of pain. On an unknown date, a stoma site culture was performed. On an unknown date, the patient's stoma site infection was confirmed. The patient was prescribed fluconazole for the stoma site. It was reported that following antibiotic treatment, the patient continues to experience stoma site discharge, and pain. On an unknown date, it was reported that the patient's stoma site improved with no pain, discharge.

Manufacturer narrative:
Reference record (B)(4). The device involved in the event remained implanted in the patient and was not returned; therefore, a return sample evaluation is unable to be performed. Catalog number in d4 is the international list number which is similar to us list number of 062910. Stoma site infection is a known complication of a peg tube/ j-tube placement. If any further relevant information is identified or obtained, a supplemental medwatch will be filed.